Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly rebooting by itself was confirmed. Ventec determined that the cause of the reported issue was the control board and internal flow transducer (ift). The device has been permanently removed from service.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device would reboot unexpectedly. There were no reports of patient involvement associated with the reported event.